Event description:
The customer reported 'high ma' errors during pt cases. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.